Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, suspected vascular occlusion (vascular occlusion), was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us health care professional and concerns a male patient (her husband). He was injected, during a training session, with a total of 2.1 ml of radiesse(+)®, into the chin (1.5 ml) and prejowl sulcus (0.6 ml), in (B)(6) 2019 (ambiguously reported as on 20-dec-2019 and 23-dec-2019). In (B)(6) 2019, after the radiesse(+)® injection, the patient developed a suspected vascular occlusion. Since the injection, the patient had been complaining of pain. He had pain opening his mouth and with the slightest touch. At the time of the report, on (B)(6) 2019, the patient had severe pain and exhibited darkened/black tissue on gingival, just below his teeth. The skin in the prejowl area was responding with color after pressing/blanching. Reporter was thinking about injecting hyaluronidase and patient was suggested to go to the emergency room. Due to the provided information, the outcome of the event was considered as not resolved.